Event description:
It was reported that the zimmer air dermatome was not working. Additional clinical follow up with the customer indicated that the handpiece was not working when connected to the powertool air outlet during pre-procedure testing. It was also reported that the device was used with air (800 kpa) and the device made an air leak sound when it was turned on. There was an additional unit available onsite to complete the procedure; there was no pt injury, medical intervention or extension in surgical time.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The device record indicates that the device was manufactured on 3/26/2007 and was last repaired on (B)(4) 2009 for a non-related issue. Eval of the device observed that the 4 inches width plate was worn and the head of the unit was discolored, scratched laterally down the back surface and worn along the leading edge. The device did not operate, as air passed through the device and back into the hose for both the customer's hose and the zimmer test hose. Prior to repair, the device was outside calibration specification at the zero thickness setting on the left and right side. All other tested settings were within calibration specifications. In post-repair, c corrosion was observed on the exterior casing of the motor, as well as on the interior of the head. The customer revealed during clinical follow-up that the device was utilizing an air source and operating pressure of 800 kpa, or approx 116 psi. Per instructions for use, the zimmer air dermatome should be operated at 690 kpa for maximum operating efficiency using the supplied air hose. The cause is likely the user operating the device above recommended operating pressure. Additionally, lack of preventative maintenance and improper handling likely caused the wear to the 4 inches width plate, exterior damage to the head and control bar of the device, and lack of calibration at the zero thickness setting. The device was serviced and returned to the customer.